Manufacturer narrative:
(B)(6) medical opinion is that the contribution of the array placement to the skin infection which required medical intervention cannot be ruled out. Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 31-year-old male patient with recurrent astrocytoma, who grade IV, started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient informed that he developed an unspecified infection on the right side of his head. Following evaluation, the healthcare provider (hcp) prescribed a seven-day course of oral antibiotics. Optune gio therapy was temporarily discontinued. Several attempts were made to contact the prescribing physician with no reply.